Event description:
It was reported that the device reached elective replacement indicator (eri) due to possible premature battery depletion. It was also reported that the device had turned off all therapies after implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4574 lead (B)(6) 2009; 4196-78 lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned, but analysis of the device memory showed the battery indicator signifying that it is time for device replacement.